Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer's blood glucose level is 105 mg/dl. Troubleshooting for the no delivery alarm was performed. The alarm was resolved with a complete set change. Customer called back a few days later stating the device is having issues again and wanted a replacement. Customer declined to troubleshoot and insisted it was the device that needed to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised a new insulin pump will be sent out as a one time courtesy. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer called back to advise they received the new insulin pump and do not receive no delivery alarms anymore.